Event description:
Round bur broke in half while surgeon was using it during a shoulder arthroscopy. The stylet broke in the middle while it was in the cannula which was inserted in the pt's shoulder. The pt was checked for loose pieces, and none were found.